Event description:
While in the hospital for an unrelated issue, the customer reportedly experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer required assistance from healthcare provider (hcp) who provided glucose tablets consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.